Event description:
Physicain recently found holmium laser has an effect of causing late scarring when used around the mouth and a few other things (tissue slough and devascularization were mentioned earlier). No other info is available at this time.